Event description:
The patient was implanted with a left ventricular assist device (lvad). Per the vad coordinator, the patient reported intermittent power elevations, and was brought to clinic for evaluation. This patient was found to have a subtherapeutic inr of approximately 1.1 and elevated ldh on admission. The patient had increases in ldh, that then slightly trended down. They also did a ramp study and raised the speed from 9200 to 10,800 rpms and could not decompress the lv but also the aortic valve was not opening. The patient's powers were fluctuating between 7-13 watts. Additional information received on (B)(4) 2013: a device tracking form was received which indicated that the patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer the patient had a pump exchange on (B)(6) 2013 but the device was not returned. Due to the device not being available for evaluation, the report of thrombus could not conclusively be determined. However the device¿s approved labeling lists thrombosis and hemolysis as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was placed on a high dose heparin drip, however lactate dehydrogenase remained elevated and patient experienced ¿tea colored urine¿ which was reported to have resolved. It was further communicated that the patient¿s outflow graft had been cut short at the time of implant.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(4) registry.

Event description:
Additional information was received from the (B)(4) registry stating: the patient presented with low inr, power spikes and high ldh. Initially there was no evidence of clots so medical management by anticoagulation was attempted. Ldh rose again on (B)(6), the patient underwent a hmii exchange. A small clot was found in the pump.

Manufacturer narrative:
Thrombus was confirmed based on the evaluation of the returned lvad. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the bearing cup of the inlet stator. The non-laminated structure of this formation and its areas of denaturation indicate that it likely developed acutely while the lvad was supporting the patient. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball indicate that it was present while the lvad was in use. Although a cause for the development of the observed thrombi could not conclusively be determined through this evaluation, the thrombi could have contributed to the reported elevated lactate dehydrogenase (ldh) levels and the pump power levels. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists thrombus as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.